Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving lioresal, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that pump alarm occurred. The environmental/external/patient factors that may have led or contributed to the issue were patient compliance. The rep read pump, clinician programmer showed empty reservoir and elective replacement indicator (eri). Patient started day of surgery that his pump "ran dry and quit working" in (B)(6) 2018 - he was referred for replacement which was perform ed successfully on (B)(6) 2018. At the time of this report, this issue had resolved and patient status was alive - no injury. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of replacement was empty pump that led to elective replacement indicator (eri) to the best of the rep's knowledge. The cause of empty pump was patient compliance with refills. No further complications were reported.